Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose value was 541 mg/dl. The customer declined troubleshooting for high blood glucose. Customer changed the infusion set due to bent cannula and got a insulin flow block alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.